Manufacturer narrative:
The device serial number was reported as (B)(4) in the initial report, the correct serial number is (B)(4). The date of manufacture was reported as jul 5, 2012 in the initial report, the correct date of manufacture is jul 12, 2012. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 of the same event. It was reported that during an unspecified surgery two console devices and two foot control devices were broken. It was further clarified that the two console devices stopped working intermittently and then completely stopped working during use. The reporter stated it was possibly an issue with the handpiece connector. The reporter was unable to specify the exact issue with the two foot control devices. There was no delay to the surgical procedure and the case was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device had been tampered with. It was noted that the base plate was on upside down and the screws were not the original equipment screws. The assignable root cause was due to unauthorized repair being performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.